Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
The patient reported experiencing elevated blood glucose levels up to 400 mg/dl while wearing the pod on the arm for between 37 and 48 hours. Initial communication indicated that emergency medical care had been sought including administration of insulin injection and intravenous fluids in an emergency room setting. This statement was later retracted, and no confirmation of an emergency room visit occurred. The patient declined to share further details regarding the medical event. No further information was shared concerning diagnosis, symptoms, or duration of medical care.